Manufacturer narrative:
(B)(4). The motor error alarm went off during rewind due to a corroded motor home switch. The pump was unable to perform the majority of tests due to motor error alarm. However, the pump passed the idle current and run current tests. The pump was received with a cracked display window, case at display window corners, battery tube threads and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind, however, the alarm history contained more than one motor error within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.